Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2022. D6b: explant date: procedure happened on (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4), batch: 5157866.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite re-programming attempts. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components were discarded by the facility.